Manufacturer narrative:
D.6b explant date was added. The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be an use issue because an additional procedure was performed to make sure of no blockages. The loss of blood has occurred during the procedure relating the cause of bleed to be use issue. H.6 code 4755 and 4641 was reported incorrectly on manufacturer device report 1220648-2024-12784. A new code was added to component code. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-12784 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 62-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was access site bleeding and suction was used to remove any material located at anastomosis and fogarty balloon was inflated and withdrawn into graft to ensure there was nothing present. Bleed back attempted again with expected flow rate. One unit of blood products were administered. The patient remains on support and is stable.